Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02077. (B)(4). It was reported that angina, myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2006, the patient presented with inferior wall myocardial infarction and the physician treated the right coronary artery (rca) with placement of a 3.0 x 12mm and 3.0 x 28mm veriflex (liberte) stents. In (B)(6) 2015, the patient presented to the emergency department due to unstable angina and a non st elevation mi (nstemi) within 36-72 hours of the index procedure. Subsequently, the index procedure was performed. The target lesion was a de-novo, long lesion located in the mid right coronary artery (rca) extending to distal rca with 80% stenosis and 6.0 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with placement of a 3.00x8mm promus premier¿ stent, resulting in 0% residual stenosis. It was overlapped with a second stent. No pre-or-post-dilatation was performed. A non-target distal rca lesion with 20% stenosis was treated cutting balloon angioplasty for in-stent restenosis beyond the mid-stent and 60% stenosis proximal rca lesion was treated with a 3.0x18mm non-bsc stent. One day post procedure, the patient was discharged on aspirin and clopidogrel.